Event description:
Caller states patient tested 2.1 inr and 1.3 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, following the procedure, the nurse staff cleaned and brushed the duodenoscope's working channel. They found that the foam sponge from the biopsy cap of the device was lodged inside the scope. It was removed using a brush. The procedure was completed with this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.